Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received an devaluated the device. The device was found in specification in relation to the false downstream occlusion messages. The symptom occurred during functionality testing and was confirmed through the event history log. However, evaluation was unable to reproduce the downstream occlusion alarm. The pump passed all occlusion testing and no component could be identified for causality.